Event description:
It was reported during in clinic follow up that the atrial lead exhibited high pacing impedance. Fracture was suspected, but not confirmed. The lead will continue to be monitored. The patient was stable and asymptomatic.